Manufacturer narrative:
Evaluation results: failure to follow instructions ¿ (excessive force used when attempting to cross the lesion). Evaluation conclusions: failure to follow instructions ¿ (excessive force used when attempting to cross the lesion).

Event description:
Physician intended to deploy a resolute integrity 3.0 x 18 mm drug eluting stent. The target lesion was a calcified lesion in the mi d-circumflex artery. It is reported that the stent struts of the resolute integrity device were damaged. No clinical sequelae were reported.

Event description:
Additional information was received in relation to the event. It was confirmed that the lesion was heavily calcified. It was also reported that the physician used excessive force when attempting to cross the lesion. The lesion was treated with a smaller stent. It was also reported that the device had not been prepped.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (calcified lesion). No results available since no evaluation performed (device or procedural images not provided for review). None (device not returned for evaluation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (calcified lesion). Known inherent risk of procedure (stent deformation). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).